Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2019 the patient presented with st elevated myocardial infarction (stemi) therefore four xience sierra stents were implanted (2.25x08mm, 2.50x08mm, 2.50x15mm, 2.75x15mm). On 8/22/2019 the patient was re-admitted with atherosclerotic heart disease. Plain old balloon angioplasty (poba) was performed however the final patient outcome is unknown. No additional information was provided.